Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no impact to customer¿s blood glucose level. Customer was ultimately able to reload a new cartridge onto the pump and resume insulin delivery.